Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The distal tip of the device was damaged. Microscopic examination revealed a 5mm longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Device analysis determined the condition of the returned device was consistent with the complaint incident. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 2.5mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilation. Upon the first inflation the balloon ruptured at 6 atmospheres for 10 seconds. The device was removed and no segment of the balloon remained inside the patient. The procedure was completed with a 2.0-20/2.4t/143 coyote nc balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 2.5mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced for dilation. Upon the first inflation the balloon ruptured at 6 atmospheres for 10 seconds. The device was removed and no segment of the balloon remained inside the patient. The procedure was completed with a 2.0-20/2.4t/143 coyote nc balloon catheter. No patient complications were reported and the patient's status is good.